Event description:
It was reported that the collected blood was not able to be re-infused. There was no report of the patient receiving a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The account has stated that there would be no add'l info available.